Event description:
During testing, it was reported that the device would not power on ac or dc power. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and was unable to verify the reported ac/dc power failure. It was observed that the device functioned normally on dc power, but only intermittently wouldn't power on with ac power. Following repair approval from the customer, the therapy pcb assembly will be replaced and the device will be returned to the customer for use. It is unknown why the device initially was reported to have failed on ac and dc power.